Event description:
The explanted generator was received by the manufacturer on (B)(6) 2012. However, product analysis has not been completed to date. The return product form confirmed the genreator replacement date on (B)(6) 2012, and the reason for replacement was marked as "end of service (battery depletion)."

Event description:
It was reported by the patient's caregiver that the patient had generator replacement surgery on (B)(6) 2012. The treating physician reported to the caregiver that the device could not be interrogated and needed to be replaced. No patient adverse events have been reported. Attempts for additional information have been unsuccessful to date. Attempts for product return are underway, but the product has not been received by the manufacturer to date.

Manufacturer narrative:
(B)(4)

Event description:
The implant card was received by the manufacturer and confirmed the date of generator replacement on (B)(6) 2012. The reason was indicated as battery depletion with near end of sevice=yes.

Event description:
Product analysis of the explanted generator was completed. The alleged end of service and failure to interrogate the generator was determined to be the result of normal battery depletion. The depletion was an expected event as determined by battery life calculation and battery voltage measurement. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.